Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the blue hub of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray cracked. The device was placed in the patient on (B)(6)2024. Alcohol swabs were used to clean the hubs during needleless cap placement and for hub access. On (B)(6)2024, the blue hub crack was discovered. As a result, the device was removed and replaced over a wire guide. The customer noted they do not believe the needleless endcaps are being overtightened. No other adverse effects were reported for this incident. Reviews of the documentation, including the complaint history, device history record, quality control procedures and instruction for use (IFU), as well as visual inspection of the returned product, were conducted during the investigation. Cook received three cvc device in a used condition. On all three of the cvc devices, it was confirmed that the blue hubs had cracked. One cvc device was returned only containing the blue hub and extension tube. The two other devices are referenced in mfg, report reference #: 1820334-2024-00845 and 1820334-2024-00857. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify the failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were two other complaints associated with the final product lot number from the same facility for the same failure. Cook also reviewed product labeling: the product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: warnings: ¿the safe and effective use or central venous catheters with power injector pressures (safety cut-off) set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit of 10ml/sec. To safely use catheters with a power injector, the technician/heath care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10 ml/sec. Do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10 ml/sec may result in catheter failure and/or catheter tip displacement. Power injector machine pressure limiting (safety cut-off) settings may not prevent over-pressurization of an occluded catheter. Precautions: ¿catheter should not be used for long-term indwelling applications.¿ evidence gathered upon review of dmr, product labeling, DHR, and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. The over-engagement of external components onto the hub may contribute to cvc hub cracking. The use of hemostats or lubrication, such as fluids remaining on the hub, during application of external components may further contribute to over-engagement, introducing additional forces to the hub. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D1 ¿ brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. E3 - occupation: clinic administrator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the blue hub of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray cracked. The device was placed in the patient on (B)(6) 2024. Alcohol swabs were used to clean the hubs during needleless cap placement and for hub access. On (B)(6) 2024, the blue hub crack was discovered. As a result, the device was removed and replaced over a wire guide. The customer noted they do not believe the needleless endcaps are being overtightened. No other adverse effects were reported for this incident.